Event description:
Balloon tip of large v-care manipulator not functioning appropriately. Open another large v-care and same issue occurred. Opened third v-care from different lot batch. V-care worked properly. Pulled all large v-care with same lot number from room. Informed material mgmt of situation and gave her both defective v-care's with packaging. FDA safety report ID# (B)(4).